Event description:
It was reported that the patient presented in clinic with an alert for charge time limit reached. The capacitor maintenance frequency was increased to 4 months. Review of the session record confirmed two extended charge times. Patient was referred for follow-up to a local ep. There is no further information at this time.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received indicated that the device was explanted and replaced due to infection, unrelated to the previous complaint.